Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the patient anatomy ((posterior leaflet 2 (p2) prolapse and flail and ruptured chordae)) contributed to the reported slda; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This report is being filed as a mitraclip detached from one leaflet, while remaining attached to the other leaflet. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4, posterior leaflet 2 (p2) prolapse and flail and ruptured chordae. The first mitraclip (cds0601-ntr) was successfully implanted. A second mitraclip (cds0601-xtr 90608u167) was implanted without issue. Post-deployment however, the clip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment, a third mitraclip (cds0601-ntr) was successfully implanted. The mr was reduced to grade 2-3. There was no adverse patient sequela reported. No additional information provided regarding this issue.